Event description:
Patient admitted with variable icps, intracranial pressures, nausea and headaches following placement of a lumbar peritoneal shunt. Required another trip to the operating room for removal.